Event description:
Patient has subcutaneous ICD from boston scientific. Today patient was lying on his right side (device implanted on left), and the device sensed a decreased amplitude of his qrs and began double-sensing. Analysis (incorrectly determined the patient to be in vtach, and a shock was delivered. Device reprogrammed to sense from secondary lead instead.